Manufacturer narrative:
The facility has retained this product; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a renal vein angioplasty treatment procedure, the balloon separated from the catheter shaft. When inflated inside the pt, the ultra-thin diamond 8-4/5.8t/75 balloon separated from the shaft, but stayed over the wire. The physician was able to remove the entire balloon from the pt with a retrieval device. The physician used another balloon to ensure that he had adequate dilation. There was no harm to the pt.